Event description:
A hospital perfusionist reported to fresenius that a critically ill patient on extracorporeal membrane oxygenation (ECMO), utilizing the novalung console with the xlung kit oxygenator experienced hemolysis while on ECMO support. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the field ECMO clinical specialist, it was reported this patient was initially on veno-arterial (va) ECMO support with bilateral femoral 31f vascular cannulas utilizing a rotaflow ECMO device (not a fresenius/ xenios product). A decision was made on (B)(6) 2022 to transition the patient to veno-venous ECMO support utilizing the novalung console with the xlung kit oxygenator. The patient¿s target blood flow settings were 4.5 l/min, achieved at 9000 revolutions per minute which provided the baseline settings for this patient¿s ECMO support run. Novalung console pressures were nominal as the delta pressures fluctuated between 50 to 60 mmhg, evidencing appropriate operation of the xlung kit oxygenator. The decision was made to transition the patient to a cardiohelp ECMO device (not a fresenius product) on (B)(6) 2022 after hemolysis was noted. The patient remains on ECMO support and is reportedly improving per the clinical staff. No further details have been provided.